Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. (Expiration date: 07/2022). The catalog number identified has not been cleared in the us but is similar to the lifestent stent system that are cleared in the us. The pro code and 510 k number for the lifestent stent system are identified.

Event description:
It was reported that during a stent placement through left brachial artery, the device allegedly had a premature deployment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment.investigation summary: the stent delivery system was returned for evaluation. Based on the condition of the sample returned, a premature stent deployment is confirmed. The shipping lock was in place and the deployment mechanism was not activated. The reported difficulties to advance the system over a guide wire could not be reproduced. Based on the information available, a definite root cause for the event reported could not be determined.labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use sufficiently address the potential risks. The instructions for use states "visually inspect the distal end of the delivery system catheter to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed." Regarding preparation and accessories the instructions for use states: "flush the inner lumen of the device with saline prior to use." And "gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length across the lesion to be stented via the introducer sheath. Predilitation of the lesion should be performed using standard techniques." Regarding difficulties to advance the delivery system over the guidewire the instructions for use states: "if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used." The intended placement site in the splenic artery represents an off label use of the device. Based on the instructions for use supplied with this product the lifestent vascular stent is intended for primary stenting of de-novo or restenotic lesions of the peripheral arteries.h10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent stent system that are cleared in the us. The pro code and 510 k number for the lifestent stent system are identified in d2 and g4.h10: b5, d4 (expiry date: 07/2022), g3, h6 (device).h11: h6 (method, result, conclusion).h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement through left brachial artery, the device allegedly had a premature deployment and allegedly had difficulty in advancing the device. The procedure was completed using another device. There was no reported patient injury.